Event description:
It was reported that an ilet screen did not turn on for a short period while the user wore the device under clothing, after which the screen resumed normal function; this was characterized as an unexpected shutdown with relevance to a device seal component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem and an unexpected shutdown associated with the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.